Event description:
Pulmonary artery catheter inserted on 7/28/94. Could not obtain cardiac output. Monitor read "unknown catheter." Troubleshooting done by phone with another MFR who suggested problem with thermistor or cardiac output setup. Setup changed from catheter to bag without results. Pulmonary artery catheter changed 7/29 verifying defective thermistor.